Event description:
It was reported that during a low anterior resection procedure, nothing unusual happened during the procedure. Post operatively, the pt appeared to be septic and underwent a CT scan, because the surgeon was concerned about a possible anastomotic leak. The pt was re-operated on and bowel contents (ie stool) were removed from the abdomen and a diverting ileostomy was clear, where the leak was coming from- the anastamosis was very low (under 5cm) and was not clearly visible. The pt is recovering in hospital without any further complications.

Manufacturer narrative:
.